Event description:
Tech found bed in a room and removed patient from the bed. No injuries. Tech alleged that the right intermediate rail did not latch. Found a sticky substance on the pins.

Manufacturer narrative:
Siderail not going up. Replaced siderail latching kit. This function solved the problems.